Event description:
Complainant alleged that during functional testing, the device inappropriately shuts off after partial boot cycle. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp and the malfunction was observed and attributed to configuration of the language software. The malfunction was resolved by reloading the language software. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.